Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of three reports submitted for multiple events for the same patient. Please reference MFR. Report#s: 3003742446-2007-00175, -00176, and -0177.

Event description:
The male patient had a thrombosis more than 12 months after stent implantation in the lcx. This patient has a history of known coronary disease having undergone pci with unknown stent placement in the proximal left anterior descending artery (lad, date and details unavailable) and unknown (presumed) cypher stent circumflex (lcx, 2004; details unavailable). The patient has an ongoing smoking habit. He presented with intermittent chest pain and was ruled in for an acute anterior wall myocardial infarction (mi) and was referred for angiographic coronary evaluation. He was given aspirin, IV heparin, half-dose retavase, and IV integrilin and was transferred to tertiary care center. Angiography revealed a widely patent stent in the proximal lcx and a patent rca. The sent in the proximal lad was found to be totally occluded at the proximal edge of the stent. The lesion was predilated with a 2.5 and a 3.25 nc balloons. A 3.0x18mm cypher stent was deployed to the lesion site to 18 atms and was post-dilated with a 3.25 nr balloon to 16 atms. An excellent angiographic result was achieved with 0% residue stenosis. The procedure was completed without complication. The patient was released on a regimen of plavix for 12 months and aspirin indefinitely. At some time after the procedure, the patient presented to the hospital with recurrent chest pain; however, he signed himself out against medical advice. Approximately 18 months post procedure, the patient presented with an acute infero-lateral was, st-segment elevation mi. His cardiac enzymes were elevated and ECG showed st-elevation in v1, v2, and a vl. The patient was treated with aspirin, heparin, plavix, and integrilin and was transferred to the cath lab for angiographic intervention. Of note, the patient had discontinued all cardiac medications prior to this event. Repeat angiography revealed mild disease in the left main artery (lma) and the right coronary artery (rca). The lad showed an 80% ostial lesion the lad, which the physician feels represented a restenosis following cypher stent implantation. The stent in the mid lcx (presumed to be a cypher stent) showed a 95% restenosis/thrombosis, which was felt to be the culprit lesion. The lcx lesion was predilated with a 2.0x20mm, 1 cm tip ace balloon and a 2.5x20mm, 1 cm tip ace balloon. A 3.0x18mm cypher stent was deployed in the lesion and was post-dilated to 20 atms. The patient was treated with intracoronary vasodilators for transient no reflow state. Residual stenosis was 0%. It was decided to treat the persistent restenosis in the ostial lad at a later date, after the patient recovered from the mi. It is not known if this has occurred.